Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. As received the battery was unable to power on a monitor. The root cause for the inability to power on a monitor was unable to be positively determined. The likely cause was excessive draining of the battery cells. No adverse event resulted from the defective battery pack. The last pt to use this battery did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing battery sn (B)(4) the battery was unable to power on a monitor. The last pt to use this battery did not report any deficiencies.